Event description:
It was reported patient underwent a trauma subtrochanteric fracture procedure on (B)(6) 2013. During the procedure, the tip of the hex driver fractured and remained in the end cap. Surgeon attempted to remove the tip of the hex driver but was unable. As a result, the fractured piece remains in the patient.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Evaluation of device found evidence that failure mode was due to excessive force. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, it states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance. To minimize damage and risk of injury, the following should be done: only use an instrument for its intended purpose." The surgical technique states, "for final tightening end caps, the 3.5mm solid inserter- long or the 3.5mm solid inserter-short should be used."